Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. Initial visual analysis of the returned device indicates the catheter appears in normal condition char was not found on the catheter. Functional analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history (DHR) for this lot has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered a suspected cerebrovascular accident (cva). During the procedure, char was identified twice. The first episode of char was detected after ablating at 30 watts with an irrigated catheter flow rate of 2 ml/min and no irrigation acceleration. The second episode of char was detected after ablating at 30 watts with an irrigated catheter flow rate of 8 ml/min. Physician suspected that an ischemic stroke occurred. There is no information about the hospitalization and if any intervention was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the presence of char does not represent a serious injury in and of itself, nor is the presence of char necessarily the result of a device malfunction, this is not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a suspected cerebrovascular accident (cva). During the procedure, char was identified twice. The first episode of char was detected after ablating at 30 watts with an irrigated catheter flow rate of 2 ml/min and no irrigation acceleration. The second episode of char was detected after ablating at 30 watts with an irrigated catheter flow rate of 8 ml/min. Product investigation summary: the returned device was visually inspected and it was found in normal conditions, no char was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, an irrigation and a deflection test were performed and the catheter passed both tests. Additionally, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on a carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however, error 105 and 106 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the lost of electrical continuity at the sensor could not be determined. Manufacturer's ref # (B)(4).